Manufacturer narrative:
Visual and optical examination of the sas identified axial surface wear on the -03 saddle component, consistent with set screw backout and subsequent axial cyclic movement of the rod. Similar wear marks are also noted on corresponding location of rod od surface. Macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the sas and set screw threads during construct assembly. The thread misalignment appears to have prevent full seating of the set screw, thus allowing set screw backout, and contributing to wear of sas saddle and rod. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us. It contains a pack of 4 devices with part# 5540430, which is marketed in the us under 510k# k113174 and upn (B)(4). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis( initial surgery): l1 burst fracture. Procedure: posterior spinal fusion it was reported that, during a revision surgery post completion of bone union for removal of screw at right l2, there was a cross-thread trace on the set screw of the right side of l2. Product was replaced.